Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise episodes. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.